Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 81(the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was.), pump error 54 (hal software error detected), pump error 2 (interprocessor communication error), and pump error 53(software error detected) alarms. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed for pump error alarm. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 450 file number 16) alarms on 01/24/2026 at 12:21:00.000. No pump error 54 alarms noted during testing. However, the history/trace download confirmed pump error 54(line number 202 file number 32149) alarms on 01/24/2026 at 12:21:00.000. No pump error 2 alarms noted during testing. However, the history/trace download confirmed pump error 2(line number 1470 file number 51) alarms on 01/24/2026 at 12:23:55.000. No pump error 81 alarm noted during testing. However, pump error 81(line number 273 file number 16) alarm was found in the traces on 01/24/2026 at 12:23:26.000 and at 12:23:28.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 81 occurrence. In addition, the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 81 which is expected. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Unit sc1-cap locked properly in place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged pump error 2 alarms confirmed in the pump history/trace files due to a hardware error. Pump error 53 alarms confirmed in the pump history/trace files due to a hardware error. Pump error 54 alarms confirmed in the pump history/trace files due to a hardware error. Pump error 81 alarm was confirmed in the pump history, suspecting hardware. Issues were isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.